Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked from the seam on the "outer left corner where it crimps near the tubes." The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the event occurred during "last two months." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.